Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Note: the date of event was not provided. As such, field b3. Date of event has been populated with (B)(6) 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient developed pericarditis. It was reported by the caller that they heard from a physician that a patient had developed pericarditis post afib procedure. This was reported weeks after the adverse event. The information was heard from another physician in the group and was called in. Physician¿s opinion on the cause of the adverse event was that it was patient condition related. Unfortunately, there is no additional information about the event.